Event description:
The pt underwent implantation of an itrel ipg and lead system for treatment of chronic intractable pain of the trunk and limbs. In 2000, the pt called the MFR to report inadequate pain relief and feeling shocks and jolts. The hcp stated the pt had overstimulation and therefore the ipg was turned off and later reprogrammed but it was found to have a low battery. The ipg was explanted and replaced 37 days after implantation. The pt is improved with the new ipg. The explanted ipg has not been returned to the MFR for analysis.